Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead was in high output mode. Programming changes were suggested; no changes or intervention were reported. The patient was in stable condition.